Manufacturer narrative:
Due to characters limit- event site name -(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, cardiosave intra-aortic balloon pump was showing iab catheter restriction message. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6 investigation findings, investigation conclusions.

Manufacturer narrative:
Corrected fields: h6 medical device problem code, investigation findings, investigation conclusions.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and ran the machine on balloon for 1 hour, no issue was observed for the iab catheter restriction alarm. The deep vacuum test in drive manifold is failing, calibration checked for vacuum and pressure set point and the pressure set point is ok, but the vacuum set point is out of range. The muffler in the vacuum reservoir is defective. The fse replaced 1 filter vacuum inlet and ran test. The vacuum inlet filter ( muffler) has been changed, now the vacuum and pressure set points are calibrated within range. All pneumatic and functional tests passed. Machine is working ok.